Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Contact phone number: (B)(6). Manufacturing location: (B)(4). Manufacturing date: december 15, 2016. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: blue plastic handle broke during surgery. No patient harm and no prolongation of the surgery were reported. The procedure was completed successfully. Fragments were generated; no information if they could be removed. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device returned to manufacturer. A product development investigation was performed. Device is damaged as described in the complaint. The handle is cracked as described in the complaint description and the proximal handle fragment is missing. The break is typical for brittle material at the critical cross section at the location of the shaft diameter change. There are no signs of misuse on the instrument. An internal design evaluation regarding the failure mode described in this complaint was performed. The design of the handle (geometry and material) was changed to address the failure mode described in this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.